Manufacturer narrative:
The unit alarmed compromised force sensor system alarm during the displacement test due to a high motor current draw. The unit was unable to test for the excessive no delivery alarm and was unable to complete a full functional test due to a compromised force sensor system alarm. The unit had a minor scratched lcd window, a cracked reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump alarmed compromised force sensor system alarm, no delivery, and the reservoir and tubing had air bubbles. The customer's blood glucose level was 532 mg/dl, but had dropped to 327 mg/dl. The customer treated with a manual injection. The customer was able to clear the no delivery alarm by a complete set change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.